Event description:
Patient implanted in 2007- wound was left open. Started experiencing significant foul odor from site. Surgeon explanted collamend-found no type of ingrowth to any structures.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.